Event description:
It was reported that there was a right ventricular (rv) lead failure. It was also reported that the rv lead had no capture at maximum output and had a possible break in the insulation. The rv lead was explanted and replaced. It was noted that the patient was a part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.